Event description:
It was reported that a spectrum iq pump had many upstream occlusion errors. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion error could not be reproduced. A review of the event history log revealed 'upstream occlusion'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The upstream sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.